Event description:
It was reported that the patient admitted to the emergency deaprtment due to receiving a shock. The patient received inappropriate therapy due to having possible atrial fibrillation (af) with rapid ventricular response or supra ventricular tachycardia (svt). Anti-tachycardia pacing appeared to have put the patient into ventricular fibrillation (vf) and this resulted in a shock. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).